Event description:
A customer reported the footswitch was stuck in position 3 during a procedure. After depressing the footswitch several times, it went back to normal operation. The case was completed with a reported delay of over 15 mins. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).